Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd vacutainer® plus plastic whole blood tube was found with foreign matter. "Customer states fungus material on a edta conventional cap¿. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for stopper molding defect with the incident lot was observed. Additionally, evaluation of the customer samples was performed. Defective stopper molding was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and defective stopper molding was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to liquid by product entered stopper mold. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.